Manufacturer narrative:
An event occurred and has led to moderate injury. The root cause was found to be installation related, no indication of material or manufacturing failure has been found. General safety instructions in the IFU state that user should ensure that the pin is fully engaged. IFU warns users that extended use of the device without full engagement may affect safety and performance of the device.

Event description:
The prosthesis detached from the stump, the patient fell and got a laceration on the leg which required stitches.

Event description:
The prosthesis detached from the stump, the patient fell and got a laceration on the leg which required stitches.